Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimula tor (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient had an infection and antibiotics were given, but the issue did not resolve. It was noted that the physician was scheduled to remove the full implant on tuesday (B)(6) 2019. No further patient complications are anticipated or expected as a result of this event.